Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the mildly calcified right internal carotid artery. An rx accunet embolic protection device was deployed at the target site and pre-dilatation was performed. A 7-10 x 30 mm rx acculink stent delivery system was then advanced and the stent was deployed. Post-dilatation was performed and the patient experienced an episode of bradycardia. No treatment was provided and the bradycardia continues. One day post procedure, the patient experienced hypotension and right facial droop. The hypotension was treated with intravenous hespan and the patient's lisinopril, norvasc and hydrochlorothiazide were held. The hypotension resolved the following day. Magnetic resonance imaging was performed and a contralateral cerebrovascular accident (cva) was diagnosed. No treatment was performed for the cva and the symptoms resolved on (B)(6) 2012. The patient was discharged to home on (B)(6) 2012 with continued bradycardia. No additional information has been received.

Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2012, additional information was received. The patients bradycardia resolved on (B)(6) 2012. No additional information was received.

Manufacturer narrative:
(B)(4). Other: aspirin, clopidogrel, heparin; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of bradycardia, cerebrovascular accident, hypotension, and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).